Manufacturer narrative:
H11: additional manufacturer narrative: updated sections: b4, d4, g3, g6, h2, h4, h6 (type of investigation, investigation findings, and investigation conclusions). The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Engineering evaluation summary: per (B)(4), regurgitation identified post-procedurally has many potential root causes, including structural valve deterioration (svd), non-structural valve dysfunction (nsvd), endocarditis and/or thrombosis. Regurgitation occurring during device implantation or post-procedurally is most commonly related to patient and/or procedural factors and is not typically an indication of a device malfunction related to a manufacturing non-conformance. A definitive root cause is unable to be determined, however, patient and/or procedural factors likely caused or contributed. All pertinent information available to edwards lifesciences has been submitted.

Event description:
It was reported that a 21mm 2700 aortic valve in aortic position was disabled via valve in valve procedure after an unknown implant duration due to regurgitation. Patient presented with shortness of breath. Tavr was completed with a 23mm 9755rsl transcatheter valve and was in stable condition at the end of the procedure. Per physician there was no allegation of edwards device malfunction or premature failure.

Manufacturer narrative:
H11: additional manufacturer narrative: the subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.